Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing elevated blood glucose levels over the past week (between 200 and 240mg/dl). The patient has not experienced any symptoms and has not needed to seek medical intervention. The patient reports having one cartridge that felt wet and had a strong odor of insulin when removed. The patient's blood glucose excursion does not meet animas criteria for an adverse event. This report is made based on the alleged cartridge issue.